Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: noise in image, bending section electrical connector failed, leak from the distal end cover glue, distal end plastic cover chip inside the channel, scope connector was wet likely due to damage or deterioration of parts due to wear and tear, without any design or manufacturing issues. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: seal leakage. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device had a b30 scope communication error displayed on monitor when scope was plugged into the light source. The issue occurred during set up for an unspecified procedure. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.